Event description:
The patient only turns the stimulation on if needed. Since yesterday when he has his therapy off he could feel ¿shocking¿ sensations in his left hand, arm, leg and hip area. The sensation was not constant and only lasts a few seconds. The ¿sensation¿ was lighter when he turns the stimulation on. Four weeks ago he went to the hospital and had his therapy adjusted because he was getting more stimulation on the left side. The stimulation was adjusted to reach his right side more but he was still getting more stimulation on the left side. When he had his stimulation on prior to this, stimulation felt ¿normal¿ or as it always does. His next appointment with his doctor was in 5 months. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v433773, implanted: (b)() 2013, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4) , product type: programmer, patient. (B)(4).